Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the internal vacuum tubing was disconnected. The tubing was reconnected. The customer contact reported there is no patient information available.

Event description:
The hospital reported the suction unit was not functional. There was no reported patient injury.